Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose at the time of incident was 36 mg/dl and current is 128 mg/dl. The customer treated their low blood glucose with glucose tablets and instant glucose gel and high blood glucose with bolus. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. It also stated that customer declined troubleshoot for low and high blood glucose and customer was not using auto mode. The customer was neither hospitalized nor admitted in to the hospital for low blood glucose. Based on the customer's report customer alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.